Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a difficult plunger. The following was reported, "it was reported the plungers get stuck. Phone call (3/8/19): he provided lot # 8239946. He also said that this has been an ongoing issue for the last month but does not have specific dates or number of times/patients. He said that 1 doctor reported it happened 3 times while another doctor said it happened a handful of times. Samples may be available for return. No harm or adverse events have been noted b/c of this. Email (3/7/19): customer called about syringes with stuck plungers."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8239946. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for failed bos for dry barrels. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a difficult plunger. The following was reported, "it was reported the plungers get stuck. Phone call ((B)(6) 2019): he provided lot # 8239946. He also said that this has been an ongoing issue for the last month but does not have specific dates or number of times/patients. He said that 1 doctor reported it happened 3 times while another doctor said it happened a handful of times. Samples may be available for return. No harm or adverse events have been noted b/c of this. Email ((B)(6) 2019): customer called about syringes with stuck plungers."